Event description:
Philips received a complaint by the customer on the v60 indicating that the error, "backup alarm failed" (diagnostic code 1104), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the error, "backup alarm failed" (diagnostic code 1104), had occurred. The customer stated that during setup, the unit alarmed for "backup alarm failed" (diagnostic code 1104). The reported issue was confirmed in biomed with the review of the event log. A replacement of the motor controller (mc) printed circuit board assembly (pcba) was performed but the replacement did not resolve the issue. The remote service engineer (rse) then advised the replacement of the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The v60 will not be repaired and will not be returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.